Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient returned after the initial surgery was performed over one year ago due to pain in the wrist. While performing the diagnostic arthroscopy it was found that a modified arthrex technique was used for the treatment of the scapholunate injury. A suturetape was passed dorsally and palmar through drill channels (360 degree technique) and fixed with tenodesis screws during the initial surgery. On (B)(6) 2020 a revision surgery was performed and suture tape and the screws were retrieved out of the patient and replaced with a fibertech and a swivelock. Further information were provided that the patient conditions improved after the revision surgery.